Event description:
It was reported by the patient¿s legal guardian that, sometime in (B)(6) 2026, the patient experienced a skin reaction at the infusion site on the abdomen after an unspecified duration of pod wear. The specific event date was not provided; therefore, the event date provided in this report is approximate. According to the report, the infusion site developed a red rash, itchiness, and warmth. The legal guardian contacted a healthcare professional through an online hospital portal and was asked to send pictures of the site. They had a brief phone call of approximately 15 minutes and were prescribed an antibiotic cream to be applied after pod removal (fusidinezuur) and a nasal spray to be used during site preparation prior to pod placement. No specific diagnosis was reported; however, a potential allergic reaction was reported. The pod involved is no longer available for investigation.

Manufacturer narrative:
According to the complainant the device will not be available for investigation. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.